Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, she found that the infusion set came undone from her body at the quick release while sleeping. Her blood glucose level was 340 mg/dl and she changed the site. This happened on the third day of infusion set use. The site was on upper top of her left leg. Reportedly, the infusions were stored in the closet. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.